Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient contacted the support center to understand why he was experiencing low blood glucose levels despite having his target set higher. He stated that he had been in the low range approximately 1% of the time and that his glucose levels during the event ranged from a high of 230 mg/dl to a low of 70 mg/dl, remaining outside the 70¿180 mg/dl range for less than 30 minutes. The patient did not have a smartphone, so no data could be synced or reviewed. The patient explained that he had been using the device for about seven weeks and had lost approximately 10 pounds during that time. He stated that he had always been prone to low glucose levels and typically treated them with a 15-gram carbohydrate snack when reaching 80 mg/dl, without overcorrecting. He reported eating six times per day¿three meals and three snacks¿although he was only announcing breakfast, lunch, and dinner. He noted that after eating snacks he would run high, around 230 mg/dl, before later dropping low again. He was educated that this pattern was likely due to the device delivering a correction bolus instead of appropriately responding to an unannounced snack, and he expressed understanding. The patient also reported disconnecting from the device for approximately four hours late at night to avoid receiving insulin before bed. Because he did not have a smartphone, he had not updated the device to access the pause feature. He was educated that disconnecting could maladapt the algorithm, as the device would continue delivering insulin without knowing it was not being received, while interpreting his glucose levels as remaining in range. The patient understood this explanation and planned to review the information with his trainer. The patient used a 15-gram carbohydrate snack to correct low glucose levels and did not require assistance administering it. No ketone testing was performed, and there were no recent steroid injections, no professional medical intervention, and no other assistance reported. The patient reported no immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. He stated he would continue monitoring his glucose levels, avoid overcorrection, and announce snacks going forward. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.